Event description:
It was reported from the oncology department that a primary infusion of irinotecan on an adult patient over infused. The concentration of the bag was 320mg in 250 ml dextrose 5%, and the intended rate was 320mg in 300ml, body surface area (bsa) of 1.81, and 177ml/hr over 90 minutes.there was no patient injury seen, and there was no patient harm. Agiliti tested the device, was unable to duplicate the issue and no other problems were found. No further information is available.

Manufacturer narrative:
Additional information: b.5, b.7.

Manufacturer narrative:
The patient was an adult.

Event description:
It was reported from the oncology department that a primary infusion of irinotecan on an adult patient over infused. The concentration of the bag was 320mg in 250 ml dextrose 5%, and the intended rate was 320mg in 300ml, body surface area (bsa) of 1.81, and 177ml/hr over 90 minutes. There was no patient injury seen, and there was no patient harm. (B)(4) tested the device, was unable to duplicate the issue and no other problems were found. No further information is available.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the pump over infused. There was no patient injury seen, and there was no patient harm. No further information is available.